Event description:
A caller reported a malfunction on their tandem pump, identified as malfunction 199. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by cts in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed to contact support if the issue reappears and acknowledged the instructions given.